Event description:
It was reported that the patient experienced an allergic reaction to alleged plasters after the pleurx drainage procedure. It was further reported that the defect location was the foil bond. Patient additional treatment and patient status is unknown.

Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the lot number for the device was provided, and a device history record was performed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. The product was inspected during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release were met. H10: investigation summary: there were no photos provided for review and the physical sample was not received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined at this time. H10: b5 (describe event or problem), g4 (date received by manufacturer), g7 type or report - follow up# 1), h2 (correction and additional information). H11: h6: annex g (component code), (type of investigation, investigation findings, and investigation conclusions). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after use of the pleurx drainage kit, the patient experienced an allergic reaction to plasters by the patch in the pleura body location. A substitute product was used to resolve the issue and treat the patient successfully.